Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. With the limited information provided and no imaging available for review the event of struts perforating surrounding tissue /organs could not be further clarified. The definition of perforation is a small hole, so piercing the ivc may give way to impacting surrounding tissue or organs. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening, injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening, injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages. According to the medical records provided, the patient had a history of deep vein thrombosis (dvt), pulmonary embolism (pe). Per the implant records, the inferior vena cava was accessed, a venogram was performed and the renal veins were identified. The cordis optease ivc filter was inserted into the inferior vena cava and placed inferior to the renal veins. There were no complications. Three-days post implantation, the patient underwent an abdominal and pelvic computed tomography (CT) scan. The reformatted images of the scan were later reviewed, revealing that the superior end of the cordis optease ivc filter was at the l2-3 interspace. The hook was at the mid l4 vertebral body. The ivc filter was seen tilted anteriorly and medially at the superior end and posteriorly at the inferior end and the hook approaching the ivc wall. The struts of the ivc filter did not perforate the ivc on this examination. The results of this CT scan study were compared to another CT scan completed six years and ten months after the filter was implanted, which reported that the superior end of the cordis optease ivc filter was at the l2-3 interspace. The ivc filter was tilted anteriorly at the superior end and it contacted the ivc wall. The ivc filter was tilted posteriorly at the inferior end and it contacted the ivc wall. All the struts of the ivc filter perforated the ivc up to 5mm one anterior strut perforated the ivc wall 4mm and contacted the bowel. One medial strut perforated the ivc wall 4mm and contacted the bowel. One posterior strut perforated the ivc wall 5mm and contacted the l3 vertebral body. One lateral strut perforated the ivc wall 4mm and contacted the bowel. Also noted, a linear calcific density within the ivc filter lumen however; this did not appear to be a fractured fragment. Approximately seven years and four months after the filter was implanted, the patient was evaluated for surgical removal of the filter under general anesthesia. It was noted that a month prior, the patient could not tolerate conscious sedation for an initial removal attempt due to severe back pain; therefore, general anesthesia was requested for the procedure. Ultrasound guidance was used for evaluation of potential access sites. The retrieval of the optease ivc filter was completed successfully with laser excision and ensnare. The surgeon was not able to remove the filter using traditional methods; instead, a complex procedure requiring multiple catheters, wires, and instruments to safely and successfully remove the filter using laser was achieved. There were no reported complications. The medical history at the time included dvt, pe, coronary artery disease, lung cancer in remission, chronic obstructive pulmonary disease (copd), adrenal cancer in remission, hypertension, chronic kidney disease, gastroesophageal reflux disease (gerd), hiatal hernia, osteoarthritis, anemia of chronic disease, thrombus in abdominal aorta, chronic pain syndrome, benign prostatic hyperplasia (bph) and anxiety.according to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and four months post implantation. Perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the filter, a linear calcific density within the lumen of the ivc filter and a complex ivc filter removal procedure which was successfully completed using excimer laser was reported. The patient is deceased; no data regarding cause of death was supplied.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt), and pulmonary embolism (pe). A venogram was performed, renal veins were identified, and the filter deployed inferior to the renal veins. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt and perforation of the ivc and surrounding structures. Three-days post implantation, a CT was done and later reviewed. It showed the superior end of the filer at the l2-3 interspace, the hook was at mid l4 vertebral body. The ivc filter was tilted anteriorly and medially at the superior end and posteriorly at the inferior end and the hook approaching the ivc wall. The struts of the ivc filter did not perforate the ivc on this examination. Another CT scan done six years and ten months, revealed the superior end of the filter at the l2-3 interspace. The ivc filter was tilted anteriorly at the superior end and it contacted the ivc wall. The ivc filter was tilted posteriorly at the inferior end and it contacted the ivc wall. All the struts of the ivc filter perforated the ivc up to 5mm one anterior strut perforated the ivc wall 4mm and contacted the bowel. One medial strut perforated the ivc wall 4mm and contacted the bowel. One posterior strut perforated the ivc wall 5mm and contacted the l3 vertebral body. One lateral strut perforated the ivc wall 4mm and contacted the bowel. Also noted, a linear calcific density within the ivc filter lumen however; this did not appear to be a fractured fragment. Approximately seven years after implant, removal was attempted with conscious sedation, the attempt was stopped due to pain during procedure. One month later, removal was successfully done with laser and snare under general anesthesia. There were no reported complications. The medical history at the time included dvt, pe, coronary artery disease, lung cancer in remission, chronic obstructive pulmonary disease (copd), adrenal cancer in remission, hypertension, chronic kidney disease, gastroesophageal reflux disease (gerd), hiatal hernia, osteoarthritis, anemia of chronic disease, thrombus in abdominal aorta, chronic pain syndrome, benign prostatic hyperplasia (bph) and anxiety. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the filter, a linear calcific density within the lumen of the ivc filter and a complex ivc filter removal procedure which was successfully completed using excimer laser was reported. The patient is deceased; no data regarding cause of death was supplied. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Calcification does not represent a device malfunction and may be related to the intrinsic healing functions of the human body post implant of a foreign object. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.